Event description:
It was reported that during an unknown procedure, the device clips did not close on the vessels, they remained open. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/19/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.